Manufacturer narrative:
(B)(4). Batch # n53l76. The sc60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a thoracotomy procedure, the first firing of the device was fine. The scrub tech loaded the second reload and closed the jaws to place buttressing material then the device would not open. Several attempts were made to open the device after preparing for the second firing, but the jaws would not open. Another like device was pulled and used to complete the procedure. The device was not closed on tissue when the issue occurred. There were no adverse consequences for the patient.